Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during the insertion, it was hard to insert into the graft and there was damage to the 23 french sheath. A new sheath was used successfully. Additionally, the patient had a hematoma at the access site. Pressure dressing was applied and one unit of blood products were given to the patient. Additionally, the patient had spike in temperature. The patient was put on broad spectrum antibiotics. It is unknown if the patient's infection was impella related. Furthermore, the patient had black stool. Anticoagulation was withheld due to the patient's stool. Support continued.

Manufacturer narrative:
The investigation of access site bleeding, infection/sepsis, vascular damage - peripheral vessel, introducer damage - mechanical, and product damage (sheath kink)has been completed. Only 23fr x 6cm introducer was returned for investigation. Data log revie was not required for this case investigation. Access site bleeding - major: as per the clinical, act was 267 at the time of bleeding. The patient was on anticoagulants. The cause of the access site bleeding issue was most likely high patient activated clotting time values. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: as per the clinical, patient taken off anticoagulants due to black stool. The cause of the vascular damage issue was not determined without sufficient clinical information. The relationship to gi bleed and impella was unknown. Introducer damage - mechanical and product damage (sheath kink): the returned 23fr x 6cm introducer was kinked along the scoreline. No other damage was noted on the returned product. As per the clinical report, there was difficulty in inserting the introducer into the 8mm terumo vascutek gel weave graft. The cause of the introducer damage issue was introducer sheath kink along the scoreline. The cause of the product damage (sheath kink) issue was most likely use-related since the doctor used the 8mm terumo vascutek gel weave graft. The abiomed recommended graft size was 10mm. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31176 b5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31176. H1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-31176. H6 health effect - clinical code 1888 and health effect - impact code 4641 and 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31176.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.